Event description:
During attempts to deploy an endovascular stent at the target lesion site in the patient's renal artery. Stent thrombosis occurred. Fibrinolysis with urokinase was successful. The stent was subsequently successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.